Event description:
It was reported (B) (4) that during a right knee pcl reconstruction, the guidewire broke and a portion remained in the patient¿s knee. According to the reporter, the guidewire bent and became lodged in the allograft upon insertion of the interference screw. While removing the guidewire from the femoral screw, the tip of the guidewire broke off (approx. 11mm). The surgeon¿s operative report states that he had good pictures through the bio-absorbable screw and saw no evidence of the wire in the joint or in the soft tissue; the wire was described as curled around the edges of the screw in the tibial tunnel. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was requested but not provided; therefore device history record review could not be performed. Based on the information provided, the most likely cause(s) for this type of event would include too much driver force over the guide pin, the driver tip hitting a flex point of the guide pin, prying and/or leveraging on the guide pin or re-using a guide pin from the single-use disposables kit that had been bent from prior use. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.